Event description:
It was reported by the vad coordinator that the pt had heart failure as a result of previous myocardial infarctions and having insulin-dependent diabetes mellitus. The surgery was successful and the pt was moved to the ward 6 days post-op, however, the pt returned with severe right heart failure within 24 hours of being transferred. The pt's condition started to decline due to kidney failure, sepsis and lung effusion. After a long course and hospitalization, the pt decided not to continue treatment and began comfort care and passed away peacefully.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.